Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The getinge service territory manager (stm) replaced the pneumatic module assembly, rohs (pim) and ran all manifold tests. The iabp unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
The getinge service territory manager (stm) reported that before preventative maintenance (pm) of the intra-aortic balloon pump (iabp), he connected the intra-aortic balloon (iab) catheter to the iabp to verify operation. The iabp alarmed rapid helium loss. There was no patient involvement, thus no adverse event was reported.